Event description:
The doctor reported that the implant fell out of the driver during the procedure. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products tsv6b10, impl tapered scr-v sbm 6m m 5.7mm 10mm lot 1243719 g4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.